Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that implant, the patient experienced adhesions, exudative fluid encountered in abdominal cavity. And recurrence. Post-operative patient treatment included lysis of adhesions, removal of previous mesh and placement of new mesh, reduction and repair of ventral hernia, rectus flap separation, component flap reconstruction, right abdomen and separation component flap reconstruction of the left abdomen.